Manufacturer narrative:
510 k # : k160229. Device evaluation: 1 unit of lot c1694640 of echo-hd-22-ebus-o was returned opened not in its original packaging. It should be noted that this file is related to another complaint files. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 28 april 2020. The returned device lab findings and observations can be referred through the attached files. No defects were observed on the returned devices. The needle and sheath adjuster worked/tightened without issue. It was noted in the answers to the additional questions that the stylet was partially removed when advancing into the target site, however this would not cause the needle adjuster difficulties reported investigated. A new pr was requested to be opened for this extra failure mode. This new pr was (B)(4). This file deals with (B)(4). Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o of lot number c1694640 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1694640. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8) which will be investigated under (B)(4). Image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "when customer went to make a "hard jab", the needle adjuster was sliding down too easily. Physician had to crank thumbscrew down further than expected, where it couldn't be tightened anymore. They were able to use the device, albeit with difficulty." This report is opened for "user error-stylet removed when advancing to target site."

Manufacturer narrative:
510 k # : k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations: "when customer went to make a "hard jab", the needle adjuster was sliding down too easily ([b)(4)]. Physician had to crank thumbscrew down further than expected, where it couldn't be tightened anymore. They were able to use the device, albeit with difficulty." This report is opened for "user error-stylet removed when advancing to target site "([b)(4)]".